Event description:
During follow up, the patient required three shocks to terminate their ventricular fibrillation episode. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition and experienced no adverse health consequences.